Manufacturer narrative:
(B)(4). This report is in response to maude report mw5077143.

Event description:
It was reported via medwatch mw5077143 that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the mesh failed and patient experienced severe pain, problems urinating and discomfort. The patient experienced problems walking due to the pain. The patient underwent a second surgical procedure for mesh repair in 2017. The patient is experiencing the same painful problems and may require a third surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).